Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus. Customer is unable to troubleshoot, but wants to know how to see what was delivered and is she can treat. Customer is pregnant. Assisted customer with viewing bolus how to determine how much to manually inject. Customer stated she had just change the site in the morning. Customer stated they will change site and monitor, if issues continue she will call back to troubleshoot.